Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, the menu button of the infusion device is defective. No physiological effects were reported. The infusion device was replaced and requested to be returned for eval. The infusion device was thoroughly evaluated. The menu button does not respond. There are particles of plastic inside the housing of the menu button that temporarily isolate the area of contact inside the button housing. Due to this the menu button does not respond and is without function.